Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement test. However, the pump was received stuck in the motor error alarm loop during the bolus delivery. The motor was tested outside of the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm error alarms due to an erased history file. The pump also had a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, and minor scratches at the display window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during priming. Customer also mentioned receiving an additional error alarm. Customer's blood glucose reading at the time of the incident was 10 mmol/l and the customer was unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 12.0 mmol/l. Customer also mentioned a crack on the battery compartment. No further information reported.